Event description:
The dealer stated the chair broke at the weld on the left side of the chair.

Manufacturer narrative:
Return evaluation haas been completed. Visual inspection- the left side frame was received with a broken weld at the bottom rear portion. There was an accumulation of dirt at the center of the tubing and there were signs of corrosion and scratches on the frame. Conclusion - utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for broken welds on the side frames. Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated, the chair broke at the weld on the left side of the chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.